Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, on 4/14/25 the customer went to the emergency room (ER) with a blood glucose (bg) displayed as "high"; although specific value was not provided, with high ketones. Customer attempted to address the elevated (bg) with fluids, manual insulin injection, rest, and a pump supply change. Customer was treated with intravenous fluids of saline, which resolved the issue, and the customer was released on (B)(6) 2025 with no permanent damage.